Event description:
It was reported by the customer that pyxis medstation es system cubie was unable to recover and cannot be ejected through the cubie map, as the option appears to be greyed out. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie was beyond recovery and will not be ejected through cubie map. A field service engineer deactivated the medstation and replaced the retractor cable for drawer. The station was subsequently powered back on. The system functioned as intended after the field service engineer troubleshooted the device.